Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of polyflux 170h dialyzers were found to have a crack in the housing which caused an external blood leak. The event occurred during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported during follow up that a fluid leak was observed during rinsing from one unit of a polyflux 170h dialyzer. After connecting of the patient the fluid turned reddish and the patient was immediately disconnected. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no blood on the outside of the product was visible. A leakage test of dialysate side was performed and this test showed a leakage at the welding seam on both filters. The external fluid leak failure was confirmed. However, a leakage test on the blood side was also performed and the test showed no leakage. The external blood leak failure could not be verified. Should additional relevant information become available, a supplemental report will be submitted.